Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon the investigation of this incident, the customer stated that the remote manager fridge had failed. A field service engineer cancelled the onsite work order since the customer contacted the technical support specialist and confirmed that the issue was resolved by the pharmacist. The system functioned as intended after the pharmacist resolved the issue. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager refrigerator had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.